Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deep scratch in adhesive of objective lens, pinholes in adhesive of light guide lens, no adhesive at forceps cover and chips at pink probe. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that deep scratch in adhesive of objective lens, pinholes in adhesive of light guide lens, no adhesive at forceps cover and chips at pink probe was found. There was no patient involvement.